Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. No air observed during attempts to recover from the alarm. Rinseback could not be completed due to clotting of the circuit, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit. The disposable cartridge was not available for evaluation. The exact cause of the venous air alarm cannot be determined. The user's guide provides adequate instructions for troubleshooting air alarms. Facility staff reported that the patient's heparin dose has been adjusted to reduce the potential for clotting. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.